Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 62 mg/dl and treated with food. The user was alleging the insulin pump was over delivering due to low reading. Customer was using auto mode feature. Customer stated they changed the basal a week ago when they changed the sensor and accidentally pulled out the set and blood glucose went up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.